Event description:
The electrosurgical hand piece was not working correctly. The circulating nurse went to unplug the hand piece from the generator, but the hand piece was activated as she touched the connector piece. The nurse had sustained a superficial burn on her finger.

Manufacturer narrative:
The suspect sample was returned to conmed. The connector was broken, however, conmed could not verify how the device had been damaged. Occupational medicine suggested that muprocin ointment be applied for a week. Conmed will monitor complaints of similar nature to ensure that a rising trend does not occur.